Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 11/14/2022. The correct g3 date is 11/24/2022. H10: additional information was received which stated that there was no malfunction occurred with the device. Hence this record will not be considered as a complaint. However, since an initial MDR was submitted, the file will remain assessed as a malfunction. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the valve crosser was allegedly difficult to remove. It was further reported that the valve crosser slipped off. The procedure was completed using the same device. Reportedly scalpel was used to remove the device from the venous catheter. There was no reported patient injury.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the sheath allegedly difficult to remove. It was further reported that the device allegedly slipped off. The procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway.